Manufacturer narrative:
Software version 5.2a. Retainer ring black. On 12/08/2021 the customer reported a blank display. She was in a pool when it happened. Inserted a test p-cap into the retainer ring, and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. Device was received with a critical pump error (open book image) alarm. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm. Attempt to download or upload using crest or thus was successful. Pump error 63 = two consecutive occurrences of the error code 0x00000044 appear in the error log list of the adapt tool. The case was cut open. After visual inspection, there is corrosion in or around the following: battery compartment, battery board, keypad flex cable terminal; electrical board ; force sensor flex cable terminal. The force sensor zero offset measured within spec = 23.6 millivolts. In summary, the customer¿s report of a blank display was not confirmed during testing. The critical pump error (open book image) alarm, and the pump error 63 = two consecutive occurrences of the error code 0x00000044 are due to the moisture damage on electrical board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the contacts on the battery cap were not missing or damaged. Customer also stated that the battery compartment and spring were not damaged or corroded. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.